Manufacturer narrative:
Vyaire medical received the suspect device / component and confirmed the o2 pressure regulator was defective. Most likely restriction of the p2 regulator hole caused by injection molding deburrs during manufacturing. The exact root cause was still under investigation. Scar (B)(4) was opened to address the failure.

Event description:
The customer reported the bellavista 1000 alarmed "technical failure 388 - no o2 dosing possible" and "o2 supply failed - no o2 dosing possible" during patient use. The end user immediately replaced the ventilator. No allegation of harm is reported.